Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the patient developed an infection resulting in explant of the implantable pulse generator (ipg) system. The source of the infection is not known. The patient had complications after explant and passed away one day post explant. The patient had developed tamponade as well as hematomas in the pocket site and groin site. Additional information obtained reported that there were no complications in the removal of the leads and the patient appeared to have a ¿bleeding issue¿. The cardiac tamponade resulted in the removal of approximately ¾ of a liter of blood from the pericardial sac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue identified that required full analysis.